Manufacturer narrative:
(B)(4). The pipeline flex has been returned and evaluation of the device is progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the patient was undergoing treatment for an unruptured, amorphous aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm measured 10mm max diameter and 5mm neck diameter. Landing zone artery size was 3.8mm distal and 4.7mm proximal. The vessel was moderately tortuous. The devices were prepared as per IFU. The pipeline flex was advanced to the treatment site without resistance. It was reported that at deployment, the pipeline flex opened in the distal section but became flattened ("ribbon-like") in the middle section. The pipeline flex was resheathed and re-deployed one time, which did not resolve the issue. The pipeline flex was removed from the patient with the catheter. A new device was used to complete the procedure without issue. Angiographic result post-procedure was fine. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device evaluation the pipeline flex delivery system was returned for evaluation. As received, the pipeline flex braid was not attached to the push wire. The tip coil was found to be damaged. The pipeline flex braid was found fully opened with damage at both ends. Based on analysis findings and event details, the report of pipeline flex failure to open in the middle section could not be confirmed as the received pipeline flex braid was found fully opened. The cause for damage on both ends of the pipeline flex braid could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture.